Event description:
The customer reported that the burette had just been connected and when adding chemotherapy they observed a leak from the "tubing section under the smartsite port on top of the burette." From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4): sample involved in this event will not be returned as it was not available. No failure investigation could be performed.